Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h3, h6, h10. The lot # 3000295186 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z was released from the fixed state when moving to the next position, and when it was tried to fix again, it could not be fixed. There has occurred. They tried again, but couldn't fix it, so they put out a new device, and the operation was completed without problems, and there was no problem with the patient. There was no delay.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.